Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after a restart of the system. A philips field service engineer (fse) visited the site, checked the log file and confirmed that the power supply san 24v was missing. The fse solved the issue by replacing the fdcsib unit. After the replacement of the fdcsib unit and functional checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.